Event description:
It was reported by the hospital vigilance, "breakage of the nail in the connection point with cephalic screw, implanted more or less 11 months ago for an osteosynthesis of pertrochanteric femur dx fracture".

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the complaint failure mode was confirmed. As no item was returned no physical examination could be carried out. In this case, referring to received photographs, the nail broke ¿ most likely in a fatigue fracture ¿ after an implantation period of approx. 11 months. Based on presented information and since no deviation was found in the manufacturing documents, a deficiency of the nail was not found. The file will be closed formally and will be reopened when more information or the item becomes available.

Event description:
It was reported by the hospital vigilance, "breakage of the nail in the connection point with cephalic screw, implanted more or less 11 months ago for an osteosynthesis of pertrochanteric femur dx fracture."